Event description:
A device report from (B)(4) indicated a court case in (B)(6) indicated an implant (plate) was broken. The pt had a right femur fracture. No further info is available at this time.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.